Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced unknown low blood glucose (bg) levels in the past. Bg cause was not known. Customer declined to provide further information or undergo troubleshooting regarding this issue.